Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus epidermis, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse stated that on (B)(6) 2026 this patient was hospitalized with symptoms of cloudy pd effluent, abdominal pain and fever. Per the nurse, the patient had a pd culture obtained (while hospitalized) which grew the bacteria staphylococcus epidermis. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin and ceftazidime (dosing not provided) for a diagnosis of peritonitis. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital. The patient reportedly continues pd therapy with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.